Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device recorded noise in the primary vector, possibly due to a sense b node electrode issue. An inappropriate shock was delivered and after x-ray review the physician decided to reposition the system. No adverse patient effects were reported. This device remains implanted.